Event description:
Livanova received a report related to heater cooler with error message ee7 on the patient side. There was no known patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no known patient involvement. H11: livanova deutschland manufactures the heater-cooler system 3t . Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
H11: based on the collected information and considering analysis of similar complaints, the root cause of the reported issue can be traced back to faulty patient pump 1, likely due to damaged motor bearing as well as water infiltration or water formation due to condensation or high temperatures and high level of humidity in the stationary phase.

Manufacturer narrative:
Ee07 error on the patient side. During 3t disinfection, customer received an ee07 on the patient side. They were able to reset the system and clear the error to finish disinfection procedure. A livanova field service engeneer was dispatched the customer and the reported condition could not be reproduced: the ee 07 error was not displayed. However, pump1 was noisy. The patient pump 1 was replaced and the system tested. All tests on this system passed and unit returned to customer. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.